Manufacturer narrative:
Evaluation of the second returned pod pc confirmed a fractured pusher assembly and revealed pusher assembly bends, a detached embolization coil with offset coil winds. The proximal fractured segment of the pusher assembly and the pull wire were not returned for evaluation. If the pod pc is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use damage such as a kink and subsequent fracture may occur. The detached embolization coil was likely a result of the pusher assembly fracture. The pusher assembly bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superficial femoral artery (sfa) using pod packing coils (pod pc), non-penumbra microcatheter and diagnostic catheter. During the procedure, the physician placed a ruby coil in the target vessel using the microcatheter. Next, a pod pc became kinked upon removal from the packing hoop. Therefore, the pod pc was not used in the procedure. Subsequently, the physician was advancing a new pod pc through the microcatheter and noticed the pod pc had separated within the microcatheter. Therefore, the physician pulled proximal portion of pod pc and removed it from the patient. The microcatheter containing the remaining portion of the broken pod pc was then retracted back into the diagnostic catheter and the physician then simultaneously removed the diagnostic catheter containing the microcatheter and pod pc. It was also reported that the bleed was successfully embolized and the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.